Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when connecting the electrode to the test extension, the doctor noticed that the electrode was loose near where the connections are on the extension and later on the generator. The doctor decided to leave the implanted electrode. No interventions. The issue was not resolved at the time of the report. No patient symptom nor hospitalization reported.